Event description:
It was reported that the customer's insulin pump had moisture damage. The customer's blood glucose level was 160 mg/dl. The moisture damage occurred after the customer jumped into the pool while wearing his insulin pump. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product was returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).